Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The compact flash card, connector board, and memory battery were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/15/17 phone call, 12/18/17 phone call, 12/19/17 phone call.

Event description:
The hospital reported the unit experienced a system reset during a case. There was no reported patient injury.